Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device replacement procedure, after connection of the chronic right ventricular (rv) defibrillation lead to this replacement cardiac resynchronization therapy defibrillator (crt-d), high out of range shock impedance measurements greater than 125 ohms was observed during pocket closure. The lead to device header connections were verified to be appropriate. When the programmed configuration was programmed rv coil to can, shock impedance measurements were noted to be stable at 65 ohms. The physician elected to keep this programming and the products remain implanted and in service.